Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion of the catheter, the hook broke. It was necessary to remove the device and insert another carlens catheter. There could have been a risk of the part going into the body. The device is available for investigation." Additional information received on 19 may 2026, indicated that "patient was back home on (B)(6) 2026, in stable condition. The hook broke off but was still partially attached to the catheter. No medical intervention required."